Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returning for evaluation, partial device insitu and partial disposed. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc that a surgery took place in which a cage broke intra-operatively. A portion of the anterior cage remains in the patient but wedged tightly. Surgery took place on (B)(6) 2018.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a cage broke intra-operatively. A portion of the anterior cage remains in the patient but wedged tightly. Surgery took place on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The implant was not available for evaluation, but a review of photographic evidence confirmed the incident. It was reported that the interbody was placed in a collapsed disc space, and was broken during rotation. The distal portion of the interbody could not be removed from the space, and remains in the patient. It is likely that the forces applied to the device during rotation exceeded the yield strength of the material, resulting in failure.